Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during preparation of a biopsy, the device allegedly self-activated. There was no patient contact.

Event description:
It was reported that during preparation of a biopsy, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for the lot number and issue to date. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula failed to lock into place with the device housing. An x-ray revealed incomplete tang engagement, and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, based upon the inability to prime the cannula, the investigation is confirmed for a cannula priming issue. However, the investigation will remain inconclusive for the alleged self-activation as functional testing could not be completed. The bent bumpers possibly contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 11/2020).